Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the following verbatim: at the site of connection to IV catheter, connector leaked, did not secure tightly when connecting short extension to IV, it leaked, luer lok did not seal.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿at the site of connection to IV catheter, connector leaked, did not secure tightly¿. The product in use at the time is reported to be a mp9081c-0006 from lot 24019017. As part of the feedback, the customer confirmed that they connected maxplus extension set directly to the pivc and when they tried to flush the line using saline in a syringe to flush, they observed leakage at luer during both priming and infusion. Additionally, the customer confirmed that they did not observe any visible damage on the set. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24019017 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. .